Event description:
It was reported that it was impossible to stop the piston from moving forward during the prime process. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose drive support disk.